Event description:
It was reported that the patient was implanted with a trial system the day of the report and was having a lot of pain in her back. The patient later reported the trial system was taken out the same evening. She called her physician because of the pain and he sent her to the emergency room. The lead wire was taken out because she had internal bleeding and experienced pain in her abdomen and back. She stayed in the hospital for a ¿couple of days.¿ while she was there an MRI was performed and the cause of her leg problems was discovered which she had for years, and was the reason for trying the stimulator. A bone spur was discovered that was affecting her spine. She was scheduled for back surgery on (B)(6). The patient stated the trial and the bleed helping them to see where her problem was. She was doing fine and recovered without any problems and was just waiting for surgery. There was no plan for an implanted stimulator.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).